Event description:
Adverse event for synvisc, large effusion [effusion]. Case narrative: based on the additional information received on 20-aug-2018, the case was upgraded to serious (event: adverse event for synvisc, large effusion: seriousness criteria required intervention). This spontaneous case from united states was received on 04-jan-2018 from other non-health care professional this case concerns patient (demographics: not provided) who initiated treatment with synvisc and after unknown latency had large effusion. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On an unknown date, patient received treatment with intra articular synvisc injection (dose, frequency and indication: not provided; batch/ lot number and expiry date: unknown). On an unknown date after an unknown latency patient experienced an adverse event in the form of large effusion. On 13-aug-2018, it was reported that the adverse event with synvisc the required surgical intervention. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. Seriousness: required intervention for adverse event for synvisc, large effusion. A product technical complaint was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 26-jan-2018. Investigation results were received and added. Additional information was received on 13-aug-2018. Seriousness updated for adverse event for synvisc, large effusion. Clinical course was updated. Text was amended accordingly. Follow up information was received on 21-aug-2018. No new information was received. Follow up information was received on 29-aug-2018. No new information was received.